Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck was tortuous and took an "hour glass" shape. It was reported that after the stent grafts were implanted there was a proximal type 1 endoleak present. The stent graft was ballooned with a reliant balloon; however, resolution of the endoleak was inconclusive. The decision was made to evaluate the patient in 30 days post implant. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation: result: endoleak; hour glass aortic neck. Evaluation: conclusion: hour glass shaped aortic neck. Required secondary intervention.